Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm noted during self test and confirmed in device history due to broken trace at pin 1 on keypad assembly. Device received with pillowing keypad overlay, minor scratches on case and cracked keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was stuck in silent and she can not get it back to alarm. Customer in performing a self test and insulin pump did not vibrate during the vibrate test. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.